Event description:
The application coordinator at the customer site reported that the device failed to discharge during care of a patient. On (B)(6) 2013, philips became aware that the involved patient died. The involved physician has stated that the device worked properly and that 4 shocks were delivered, but the patient had no chance of recovery.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.